Event description:
It was reported that a user contacted support because the pump displayed alerts that were interpreted as low insulin and an expired infusion set after a same-day supply change; review showed the alert was for low glucose and the infusion set alert cleared after performing the fill cannula step, consistent with a use-of-device problem and an unspecified component. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the issue was attributed to user interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.